Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device had key pad issues. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). The reported issue of an automix 3+3 compounder with keypad failure - incorrect response was not confirmed. The visual examination of the unit did not confirm the issue. The root cause was undetermined. Replaced graphics panel keypad as a precaution. A service history review revealed no previous service events were related to the reported condition.